Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot# unknown; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient questioned if something came loose due to the increase in their voids the last 24 hours. Patient stated they were sore all over and wonders if this was from laying on their stomach at the procedure. It was recommended that they follow up with their healthcare professional. Additional information was received on (B)(6) 2021. Patient reported that when attempting to switch the patient to the right side she reached maximum settings at 3.4 but, could not feel stimulation. Support link had the patient decrease stimulation to 0.0 and slowly increase stimulation again. The patient was able to increase stimulation to 3.7 but, could not feel stimulation which led the patient to believe the lead moved as they were not feeling stimulation. Assisted the patient in switching back to the left side where she could feel stimulation comfortably at 2.2. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient questioned if something came loose due to the increase in their voids the last 24 hours. Patient stated they were sore all over and wonders if this was from laying on their stomach at the procedure. It was recommended that they follow up with their healthcare professional. Additional information was received on (B)(6) 2021. Patient reported that when attempting to switch the patient to the right side she reached maximum settings at 3.4 but, could not feel stimulation. Support link had the patient decrease stimulation to 0.0 and slowly increase stimulation again. The patient was able to increase stimulation to 3.7 but, could not feel stimulation which led the patient to believe the lead moved as they were not feeling stimulation. Assisted the patient in switching back to the left side where she could feel stimulation comfortably at 2.2. No further complications were reported/anticipated at this time.